Event description:
Procedure type: lab prostatectomy. Reportedly, the patient underwent a lap prostatectomy in 2004. The surgery was successful, however, the patient had complained of abdominal pain for the past two years post surgery. The patient was sent to a facility, who did a cat scan and saw something present in the abdomen. In 2007, this urologist removed a metal piece from the patient.